Event description:
A hospital in (B) (6) reported to our distributor that two rt040s full face masks were coming apart while being used on a patient. No patient consequence was reported.

Manufacturer narrative:
Ps27731. The received complaint devices were visually inspected. Result: on both masks the facial seal had separated from the mask base in the chin area of the mask. The rt040 mask is relatively new to the market and many users have been converting from a previously used competitor's device to the rt040 and as a result may not be proficient with the sizing and fitting of the rt040. This is the only complaint of this type that we have received for this lot number. Conclusion: fisher & paykel healthcare has implemented an in-service education program to further ensure that healthcare practitioners fully understand the proper fitting of the rt040 mask. This programme has been and continues to be rolled out to customers in the united states. In addition, we have introduced an additional silicone adhesive step (to apply adhesive between the silicone facial seal and the plastic mask base) in our manufacturing process which is aimed at reducing the potential for separation to occur. The rt040 masks specific to this complaint were manufactured prior to the change in manufacturing process. (B) (4).